Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 15.2 mmol/l using her guide meter and 8.0 mmol/l compared to a venous blood test of the hospital. The patient indicated that this was a fasting result. The instrument used by the user's mother administered insulin according to the value of the guide meter. After administering insulin, the user fainted due to hypoglycemia for more than 20 minutes. The patient was brought to the hospital after fainting. In hospital the patient did not receive any medication, just some chocolate to alleviate the symptoms. No further details were available.